Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had an upside down image. Ther reported event occurred during setup and inspection for use for an unspecified procedure before the patient was in the room. There were no reports of patient harm or involvement.